Event description:
Unable to perform prostate volume study due to defective brachyballoons. Five attempts made, three inflated improperly; two dysfunctional inflation while in use. Pt must return for repeat prostate volume study.